Event description:
It was reported that a patient presented with dislodgement noted on the patient right ventricular lead. This resulted in over-sensing and inappropriate shock. A rotation issue was noted during the revision process. The lead was explanted and replaced on dec 18, 2024. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement, unspecified oversensing, inappropriate shock and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood. The reported event of helix mechanism issue was confirmed. Unable to perform the helix mechanism / extension length test due to the helix being bent, as received. The cause of the reported event of helix mechanism issue was due to the overtorqued inner coil and the helix being bent and clogged with blood. The reported events of unspecified oversensing and inappropriate shock were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.